Manufacturer narrative:
Additional patient identifier: (B)(6). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6), 2021, during an unknown procedure the tip of the driving cap threaded broke off in the radiolucent insertion handle and fell on the floor. There was no surgical delay. The surgery went well. The patient outcome was excellent. Concomitant device reported: driving cap/threaded (part # 03.010.523, lot # l814080, quantity 1). This report is for one (1) radiolucent insertion handle frn. This is report 2 of 2 for complaint (B)(4).

Event description:
The initial complaint was reviewed and found not reportable. Additional information was received indicating the threaded impactor tip broke off inside of the insertion handle making it unusable. There is no allegation of deficiency against the insertion handle.